Event description:
A balloon ruptured on the first inflation beyond its rated burst pressure during an intravenous hemodialysis fistula graft dilatation procedure of a difficult lesion at the venous anastomosis. Another balloon catheter was used to successfully complete the procedure. The device has been received, evaluated and retained by this MFR. The engineering evaluation revealed a 1cm longitudinal tear located at the distal ro marker extending prox to the distal ro marker. The balloon material was wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a longitudinal tear,. It was also indicated this device was inflated beyond its rated burst pressure. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure, deflate the balloon. Do not reinflate and remove carefully."